Event description:
Per biomed, probe tip has ripped and wires are exposed. No other information was provided.

Manufacturer narrative:
H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The following were reviewed as part of this investigation: patient severity, applicable previous investigation(s), sample (if available), applicable fmea documents, labeling, and applicable manufacture records. Based on a review of this information, the following was concluded: the device was returned to the service facility for evaluation. During evaluation, the reported issue of the probe tip has ripped and wires are exposed was confirmed; the strain relief on the probe end has tears in the strain relief approximately 1/4' from the probe head, the bottom of the strain relief, and the top and bottom housings are split on the connector end of the probe. The root cause of the reported issue of probe tip has ripped and wires are exposed was identified as use related. A history review of serial number (B)(6) showed two other similar product complaint(s) from this serial number.

Manufacturer narrative:
The device has not been returned to the manufacturer for evaluation. A history review of serial number (B)(4) showed two other similar product complaint(s) from this serial number.

Event description:
Per biomed, probe tip has ripped and wires are exposed. No other information was provided.